Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name endurant ii iliac stent graft; product ID etlw1620c124ee (serial: (B)(6); product type: 0180-aortic stent graft; implant date (B)(6) 2025; brand name endurant ii iliac stent graft; product ID etlw1624c124ee (serial: (B)(6); product type: 0180-aortic stent graft; implant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm as part of the post market advance study. The main body (etbf2816c145ee) was successfully implanted, followed by the contralateral limb (etlw1620c124ee) placed in the left iliac artery, and (etlw1624c124ee) in the right iliac artery. It was reported approx. 1 week post index procedure, the patient developed a wound infection at the left groin along with a fever and pus. The patient did not require hospitalization and was treated with antibiotics. Full recovery was achieved 5 days later. The site assessed the wound infection as having a possible relationship to the index procedure and not related to device or patients underlying condition or disease. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
B5; additional information received: it was reported that on the same date the patient developed a wound infection, there was also a drop in estimated glomerular filtration rate (egfr) and an increase in creatinine levels. The site assessed the drop in egfr as possibly related to the index procedure and not related to the study device or an underlying condition medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: it is reported that the patient required prolongation of existing hospitalization. The wound infection was at the access site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.